Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued 04/16/2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluation or adverse events finalized 05/2010. It was determined that the root cause was too much silicone on the tap. The investigation shows that the issue reported as "urine won't drain from pouch" has been confirmed and actions have taken place to address it.

Event description:
Report received indicated that urine would not drain. A pin was used to try and drain the urine, but it did not work. No further info was provided.